Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 04, 2022.

Manufacturer narrative:
This report is submitted on december 09, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and it is unknown if there are plans to reimplant the patient as of the date of this report.